Manufacturer narrative:
Correction submitted as it was determined associated products were missing. The main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2011, product type: lead. Product ID: 3708660, serial# unknown, product type: extension. Product ID: 3708660, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: extension. Product ID: 3708660, serial# unknown, product type: extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, serial # unknown, implanted: (B)(6) 2011, product type: lead. Product ID: 3708660, serial# unknown, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the patient underwent the troubleshooting operation on (B)(6). There was not reproducible impedance on the extensions. The patient's extensions were replaced. One of the replacement extensions was found to have high impedance. The extension was replaced. High impedance was again measured, so the ins was replaced. Impedance values were okay on important contacts. It was stated that the issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedance measurements are now 1 vs 2 708 ohm, and 9 vs 10 534 ohms. The patient was programmed to 6,7 v - 210 usec - 130 hz.

Manufacturer narrative:
Correction to supplemental report 003. The date the manufacturer became aware of the information is 2018-jan-09. The previous report stated 2017 in error. Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedance measurements are now 1 vs 2 708 ohm, and 9 vs 10 534 ohms. The patient was programmed to 6,7 v - 210 usec - 130 hz.

Manufacturer narrative:
Product analysis: product ID# 3(B)(6), (B)(6), (B)(6).the implantable neurostimulator (ins) and extensions passed functional te sting. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedance between the stimulation contact 9- and 10+ was low at 82 ohms.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2011, product type: lead. Product ID: 3708660, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient used to charge their ins once every week. In the beginning of (B)(6) the patient needed to charge the ins every day for 4 hours. Impedance measurements were taken and on the right lead between contacts 1 and 2 it was found to be low, 160ohms. There were no external or environmental factors that led to the event. The patient was scheduled for a troubleshooting operation at the end of (B)(6). There were no symptoms reported. No further complications were reported or anticipated.